Manufacturer narrative:
This follow up report serves as a correction, based on information provided in the device evaluation phase. This complaint has been identified as a duplicate of patient identifier (B)(6). Any subsequent event details will be captured under (B)(6).

Manufacturer narrative:
The device has been received and the evaluation is pending. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a flickering image issue while using the evis exera iii video system center. The issue was found during preparation for use and there was no patient harm associated with the event. The device was returned and evaluated, and the customer¿s allegation was confirmed due to a printed circuit board failure. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.